Event description:
It was reported that a spectrum iq infusion pump alarmed occlusion in port 3 & 4 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "occlusion in port 3&4" was not reproduced. The evaluation sent device for downstream occlusion testing with passing results. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed downstream tubing guide. The downstream tubing guide required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.